Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer called in and advanced she is using the 670g and is having issues with sensors. The customer advised it's supposed to be 7 days and her sensors are expiring a day earlier. The customer was advised to remove and change out the sensor. The customer was advised that there may be a possible issue with the sensor. The customer was advised to return the sensor. The product was returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Findings: inspected 1 opened/used partial guardian sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with an insulin paradigm pump. Connected sensor to the transmitter and placed it in 100 solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.